Event description:
This resident was being transferred with a hoyer lift - invacare heavy duty- when the sling loop popped off the hook. After investigation of this occurrence, it was discovered -after a phone call to invacare- that the particular hanger arm had been recalled back in may of 2006. We ordered this hoyer lift on 4/26/2006, it was delivered to our facility in 2006. We were never notified of a problem with this product, and this resident sustained a clavicle fracture because of the product. When our facility administrator called invacare, they asked him directly if we had been "notified" of the switch to a different hanger bar. When he replied "no", they were quick to apologize to him, and recommended he "buy a new bar immediately" --- they also pointed out that we purchased the product right at the time of the change over, and it must have been an oversight. As director of nursing for a long term care facility, I am very upset by this product failure since one of our residents was injured due to failure. Dates of use: 2006-2008. Diagnosis or reason for use: "total depence for all transfers". Event abated after use stopped: yes.